Manufacturer narrative:
1. DHR/bhr review lot#: 3227126. 1. The products of this batch were assembled at intima ii auto line 3 in aug 2023, and packaged at cfs package line in aug 2023. Work order quantity was (B)(4) ea. 2. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3. Review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for 45psi leakage test, and no leakage is found at the catheter. Please refer to attachment for the test report. 4. No, the same complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality was found in the process and retained samples, and the specific leakage location could not be determined because no samples or photos were returned while the complaint information is insufficient, so the root cause of the leakage could not be confirmed.

Event description:
No additional information provided.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm tubing defective/damaged. (B)(6) 2024, the medical staff to the patient using the use of closed type intravenous indwelling needle process found that the leakage of fluid, tubing with needle holes, discontinued the use of the batch of indwelling needles, replaced with a new batch of indwelling needles, and notified the distribution agent to deal with!

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.